Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite re-programming efforts. The patient underwent a revision procedure where the leads were replaced.